Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During the initial implant procedure, high pacing impedance and high defibrillation impedance were noted on the right ventricular (rv) lead. The rv lead was disconnected, cleaned, and reattached to the device, and the implant procedure was completed. Following the implant procedure, high pacing impedance was again noted on the rv lead. A header anomaly was suspected to be the cause of the out of range impedance values. No intervention was performed at this time. The patient was stable and will continue to be monitored.